Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2021 the patient presented with shortness of breath and two (3.0x15mm and 3.5x15mm) xience sierra stents were implanted. On (B)(6) 2021, the patient was re-admitted with unspecified cardiovascular symptoms. Unspecified treatment was provided and the final patient outcome is not known. No additional information was provided.